Event description:
It was reported that the connector was damaged where the handpiece plugs in on the shockpulse system. The issue was found during a therapeutic percutaneous nephrolithotomy procedure an completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the transducer could not plugin due to broken pins and transducer receptacle. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.